Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band was attempted to be launched; however, the handle would not turn. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complication reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1069 for the reportable issue of handle broken. Block h10: investigation results received one speedband device for analysis. The ligator head and the suture were not returned with the device. It was noticed that the crimp was present on the trip wire. A visual examination of the returned device found that the trip wire was secured in the handle assembly slot when received. The returned product looks in good condition without evidence of damages. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on th evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band was attempted to be launched; however, the handle would not turn. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complication reported as a result of this event.